Manufacturer narrative:
The event date was approximated to (B)(6) 2016, the date the sling was implanted, as no event date was reported. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an lynx system device was implanted into the patient during a procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient underwent revision of the lynx system device due to severe stress urinary incontinence secondary to hypermobility of the urethra. Boston scientific has been unable to obtain additional information regarding the event to date.